Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Promus element ous mr 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found damage on the first five distal strut rows, which were lifted. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. This damage is consistent with the tip encountering an obstruction. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary vessel. A 3.00 x 28 mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.